Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing use was initiated on (B)(6) 2016 during a d5ns infusion the filter leaked. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed and replicated. Initial visual inspection was performed; no defects were found anywhere on the extension or primary sets. It was noted that the customer drew a circle around the distal filter vent. Functional testing was performed; a leak from the 1.2 micron filter vent was observed, indicating that there was filter damage. The root cause of the leak was not identified.